Event description:
A pt was undergoing aaa repair in 2007 with another manufacturer's endoprosthesis. The physician used two wire guides prior to placing the endovascular devices to straighten the vessels. While straightening the vessels, the vena cava was punctured. The physician then went on to place the endovascular devices and when using the coda balloon catheter to expand the aaa devices, the aorta ruptured. On the next day, the physician explanted three of the four endoprosthesis and after an extended hospital stay, the patient is reported to have recovered.

Manufacturer narrative:
This event is still under investigation.